Manufacturer narrative:
A1: patient identifier: requested, not provided . A2: age & date of birth: requested, not provided. A3a: sex: requested, not provided. A4: weight: requested, not provided . A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted . D6b: explanted date: device was not explanted. E1: telephone number: requested, unknown. E3: occupation: interventional cardiologist. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that during a standard angioplasty procedure on the lower limbs, the introducer was cut in two when the device was removed at the end of the procedure. The reinforced sheath disintegrated completely. A balloon was inflated inside the introducer to exert pressure on it and force part of it out of the patient. The entire introducer was finally removed by the doctor. There was no patient injury.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted however, two photos of the device were provided. The sheath is broken and uncoiling near the sheath hub. The sheath is kinked along the sheath body. The complaint can be confirmed for a sheath separation based on the photos provided by the account. The sheath is damaged and uncoiling near the hub. Without a sample, the exact root cause cannot be determined. The detailed device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).